Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with 450cc mentor memorygel breast implants experienced bilateral rupture and left sided discomfort post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2020-00836 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, it was reported that the patient experienced rupture in the breast implant with slight discomfort. During visual evaluation of the device, it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, statement, ¿it was reported that a 42-year-old caucasian female patient who underwent breast augmentation revision surgery with 450cc mentor memorygel breast implants experienced bilateral rupture and left sided discomfort post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date¿ was erroneously submitted in initial report. Correction: it was reported that a 42-year-old caucasian female patient who underwent breast augmentation revision surgery with 450cc mentor memorygel breast implants experienced left rupture and discomfort and right sided anisomastia post procedure. As a result, patient had an explantation on (B)(6) 2020. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).